Manufacturer narrative:
Device evaluated by MFR: the coyote es device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 16mm from the tip and is approximately 6mm long. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use in a lower extremity percutaneous transluminal angioplasty. During the first time inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use in a lower extremity percutaneous transluminal angioplasty. During the first time inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.